Event description:
The biomedical engineer (bme) reported that at about 4:00am, they had sawtooth ECG waveforms on four hardwired bedside monitors (bsms), monitored at the central nurse's station (cns). This lasted for about 8 to 9 minutes they later reported there was an ongoing comm loss issue. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that at about 4:00am, they had sawtooth ECG waveforms on four hardwired bedside monitors (bsms), monitored at the central nurse's station (cns). This lasted for about 8 to 9 minutes they later reported there was an ongoing comm loss issue. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Possible causes are likely related to ethernet connections on the hospital's switches, as improper connections can cause disruption. The customer stated that nk would be onsite to resolve the issue. No further issues were reported. The customer failed to respond to follow up attempts to obtain additional information. The issue has most likely been resolved by onsite support. As there are no returns associated with this ticket, it is likely that the root cause is related to the hospital's network environment. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Attempt #1 10/04/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details but did not provide the requested information. Additional device information: d10: concomitant medical device: the following devices were being used in conjunction with the cns, but model and serial number information is listed as no information (ni), as an attempt to obtain the information was made but not provided. 4 bedside monitors: model: ni; sn: ni.

Manufacturer narrative:
The biomedical engineer (bme) reported that around 4am they saw sawtoothing on the ECG waveforms on four hardwired bedsides. They stated that this lasted about 8 to 9 minutes and as of calling, this issue for the bedsides are working fine. They later reported that there is an ongoing communication loss issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. 4 bedside monitors: model: ni; sn: ni.

Event description:
The biomedical engineer (bme) reported that around 4am they saw sawtoothing on the ECG waveforms on four hardwired bedsides. They stated that this lasted about 8 to 9 minutes and as of calling, this issue for the bedsides are working fine. They later reported that there is an ongoing communication loss issue. No patient harm was reported.